Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The customer provided additional information which confirmed that upon further testing, the problem was not with the tower. The customer isolated the problem to be a defective scope, which was taken out of service. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, it¿s likely the b30 error occurred due to a faulty scope which was used in combination with the subject device. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error code b30. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.